Event description:
The brush was failed at least 4 times while cleaning the scope-it simply falls off in the channel. Dates of use: (B)(6) 2018. The product is not compounded; the product is not over-the-counter.